Event description:
Healthcare professional clarified baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of capsular contracture was reviewed on (B)(6) 2021. Visual analysis of the photographs identified: red particles on the surface of the shell. Deformation. Encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Physician reported capsular contracture, baker grade IV. Left side. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, voids in the gel and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported capsular contracture, baker grade iii. Left side. Device remains implanted.